Manufacturer narrative:
No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. No damages or defects were found that would affect the delivery of insulin.

Manufacturer narrative:
The device has been returned/received and an investigation is pending, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 678 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, nausea, and vomiting. The patient was treated with an intravenous fluids and insulin. The patient was released 2 days later. The pod was removed at the hospital.